Manufacturer narrative:
On december 28, 2021, mentor decided to update the lot number of received device to 6984471, multiple attempts have been made to obtain clarification regarding the concomitant product received. However, no additional information nor clarification has been made available. Therefore, the product that was received will be treated as the complaint device as per mentors' procedure. The lot number been updated from "7351823 to "6984471", serial number was updated from (B)(6), and concomitant product information serial number was updated from (B)(6). Suspect device received on november 22, 2021. Device evaluation completed on december 30 , 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device, during visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 375cc returned device. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on june 15, 2022 indicated that the patient underwent capsulectomy and implant replacement with unknown implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent a breast augmentation revision surgery with mentor memorygel breast, 375cc silicone prosthesis, experienced left sided capsular contracture grade iii postoperative. The doctor diagnosed the issue through the patient office visit. As a result, patient scheduled for an explant on (B)(6) 2021.